Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the surgeon squeezed the handle, it stayed locked, hence the device did not fire. The surgeon used a second stapler and when he squeezed the handle, it stayed locked too. Another stapler was used to complete the case. There was no patient injury.